Event description:
Intuitive surgical, davinci si, #1 arm stopped responding during the procedure. #3 arm was brought in and that also stopped responding. The camera also stopped responding to movement commands. Or staff and intuitive representative (B)(6) present and unable to correct the identified issues.